Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between february 08, 2017 and february 02, 2019. For this reason, the first day of the range was used as the occurrence date. The exact valve model number is not available. Therefore, this report will reflect an sapien 3 unknown. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, with limited information, the exact cause of the endocarditis cannot be confirmed.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.    Reference article: jonas lanz, won-keun kim, thomas walther, christof burgdorf, helge möllmann, axel linke, simon redwood, christian thilo, michael hilker, michael joner, holger thiele, lars conzelmann, lenard conradi, sebastian kerber, gerhard schymik, bernard prendergast, oliver husser, stefan stortecky, dik heg, peter jüni, stephan windecker, thomas pilgrim.  ¿safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial¿ www.the lancet.com (september 27, 2019).

Event description:
As reported in the medical article: "safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial", patients underwent transfemoral tavr for treatment of symptomatic severe aortic stenosis. The patients were recruited at 20 heart valve centers in germany, netherlands, switzerland, and the UK between feb 08, 2017 and feb 02, 2019. Participants were randomly assigned to receive treatment with the sapien 3 or a non-edwards device. The following event occurred during the study period: 1 prosthetic valve endocarditis.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10043, 2015691-2020-10044, 2015691-2020-10046, 2015691-2020-10049.

Manufacturer narrative:
Reference CAPA-20-00141.